Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) surgery treating humerus. When a medial plate was installed, three (3) out of five (5) screws were not locked and became idled. One of the idled screws was replaced with another screw, and that screw was able to be applied torque. Therefore, two (2) idled screws were used as they were and left in the patient¿s body. Since a posterior lateral plate was also used, the assisting surgeon determined that there was no problem with fixation, and the surgery was completed. Extended surgical time was less than thirty (30) minutes. This report is for an unknown screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is a depuysynthes sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.